Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [20 mg/ml] at a dose of 10.745 mg/day via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). It was related that the motor stall occurred at 03:51 on (B)(6) 2017 and was active at the time of the report. Information was requested regarding the pump logs and pump restarted to restart command and it was reviewed that it does not have anything to do with a motor stall recovery. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, (B)(4), implanted: (B)(6)2003 explanted: (B)(6)2017 product type catheter. Update: product problem was previously indicated and had not been updated to include adverse event & product problem. Update: the type of report was previously indicated as being a malfunction and has now been updated to indicate serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs dilaudid with concentration 20 mg/ml was being administered via a minimum dose rate of 0.125 mg/day as of (B)(6)2017. The previously applied patient code (B)(4) is no longer applicable and has been replaced with (B)(4).

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that the patient experienced a sudden loss of therapy. The pump was explanted regarding the motor stall that occurred. The pump and catheter were replaced on (B)(6)2017. It was further noted that the reason for catheter removal was indicated as having been due to an occlusion. No pump rotor study or dye study was performed. The patient was without injury and had recovered without sequela. The pump was reported as having administered hydromorphone with concentration 20 mg/ml at a dose rate of 0.96 mg/day. The pump and catheter were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the catheter occlusion was first noticed on (B)(6) 2017 (date of surgery). It was noted the catheter was clogged and there was no break or kink. The patient experienced ¿pump failure¿ related to the catheter occlusion. A MRI and CT were performed pre-operatively and there was no granuloma or breakage. It was also reported the location of the catheter occlusion was unknown and the cause of the occlusion was a ¿clog.¿ the patient¿s weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-18. It was clarified that the patient was not yet scheduled for replacement but was to see a neurosurgeon on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train analysis of the catheter found no significant anomaly. Eval code- applies to the pump and applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-16. It was reported that the pump was interrogated three times, the alarms were silenced, and the pump was set to minimum rate as actions/interventions taken to resolve the motor stall issue. It was stated that the cause of the issue was not determined and the issue had not been resolved. The patient¿s weight at the time of the event was not known. It was indicated that others should be contacted for information on if the pump would be returned for analysis if it got explanted/replaced. The logs from the three interrogations were included with the report. The first interrogation was examined at (B)(6)2017 09:45 with the last change being on (B)(6)2017 at 10:09 and showed that a motor stall occurred on (B)(6)2017 at 03:51. The second pump interrogation was examined at (B)(6)2017 at 10:04 with the last change at (B)(6)2017 and showed the pump status was still motor stall occurred with no motor stall recovery messages in the status or logs. The third interrogation was examined at (B)(6)2017 10:17 with the last change at (B)(6)2017 10:06 and showed the pump status was still motor stall occurred with no motor stall recovery messages in the status or logs and also showed that the pump was changed to minimum rate after update on (B)(6)2017 at 10:19 no further complications were reported or anticipated.